Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a significant decrease in right ventricular (rv) lead impedance. It was also reported electrograms (egm) suggested there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead and mode switch was active. The leads remain in use. No patient complications have been reported as a result of this event.